Event description:
Pt reported she was implanted with a miniarc on (B)(6) 2009. Pt said the "end of the mesh eroded into my urethra and had to be cut." Date of the event was not provided, no further information was indicated.

Manufacturer narrative:
Should additional information become available regarding this revision surgery it will be re-evaluated and a f/u report will be sent. Ams initiated a corrective action resulting from an internal quality systems audit to investigate the root cause regarding medwatch forms which had not been filed for these complaints. The investigation resulted in the need to file this medwatch 3500a form to address the corrective action. This is not related to any field action or product recalls.